Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent dislodgement occurred. The location of the lesion is unknown. The taxus liberte 12mm x 2.75mm stent delivery system (sds) was advanced to the lesion, however, the catheter was unable to cross the lesion. Upon removal of the stent delivery system, the stent dislodged and remained in the profunda femoral artery. It is unknown if any attempt was made at retrieval. The patient's status is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined. Product unavailable for analysis